Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: thoracic procedure. Cd004: sometimes the bag breaks during thoracic procedures, possibly because the bag and specimen need to be removed through the intercostal space. Patient status: no patient injury. Type of intervention: n/I.